Event description:
It was reported that the customer had air bubbles in the reservoir and the set a day or so after customer changed it out. Customer's blood glucose level was 268 mg/dl. Customer stated that the air bubbles were small and large. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was stored at room temperature. Customer will be sent a tubing clamp. Troubleshooting was performed and the air bubbles did persist after the set change. Customer stated that she will speak with her health care professional and will change the set. Customer declined troubleshooting for her high blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.